Event description:
On 1/9/97 the account received a non-reactive result on a pt's sample which was tested for hepatitis b surface antigen. The account then verified through functional tests the performance of the instrument used to perform the assay. All functional checks passed. The account retested the sample on 1/17/97 with a similar non-reactive result. The account performed alternate assays for hepatitis b surface antigen on another system with an eia methodology and on a third system for reactive results. Further pt info, including sex, age, and weight, is unknown. The pt's age, sex, and weight have been requested from the co's area customer support and the info has not been forwarded for medical device reporting as of 2/17/97.